Manufacturer narrative:
H.6. Investigation: no samples were received for investigation, however the customer has indicated that they experienced flow restrictions during gravity infusion when using a 388016 product. Subsequent correspondence with the customer indicates that the flow restriction occurred after approximately two hours. The root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1013749 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that 2 IV sets vented ard ap ss flow non-pvc ind experienced flow issues. The following information was provided by the initial reporter: fluid stuck in drip chamber, fluid is not passing (after opening flow controller at max).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 IV sets vented ard ap ss flow non-pvc ind experienced flow issues. The following information was provided by the initial reporter: fluid stuck in drip chamber, fluid is not passing (after opening flow controller at max).